Manufacturer narrative:
The field service engineer could not determine a cause. Precision studies and analyzer checks were performed. For the last calibration performed on (B)(6) 2019, calibration signals were acceptable. Quality controls were acceptable on the day of the event. The centrifugation time and speed did not appear appropriate for the sample tube that was used. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys troponin t gen. 5 stat assay on a cobas 6000 e 601 module. The sample initially resulted with a troponin t value of 34 ng/l and this value was reported outside of the laboratory. A second sample collected from the patient was tested, resulting with a troponin t value of 27 ng/l and based on this value, the value from the original sample was questioned. The original sample was repeated, resulting with a value of 28 ng/l and this value was believed to be correct. An aliquot of the same sample was also repeated, resulting with a value of 27 ng/l. The troponin t reagent lot number was 38154200, with an expiration date of 31-may-2020.